Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.1 smartphone hardware: iphone15.4 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that the cannula detached from the pod. They reported the cannula did insert into the patient's skin; however, it was no longer attached to the pod. The lg reported the cannula was sticking out of the patient's arm and they were able to pull it out. No medical attention was sought and no patient consequences were reported. The duration of pod use was not provided.